Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced angina. The target lesion being treated was located in the 1st diagonal. The lesion was 80% stenosed, 2.5 mm in diameter and 6 mm long. The lesion was treated with predilation and placement of a 2.5x12 mm study stent. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced chronic stable angina. The patient was treated with medication and the event resolved without residual effects.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).